Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting undersensing after the patient was externally cardioverted. An invasive procedure was performed to explant the ipg. Cpi physician's manual 351578-004 e, page 7, states: 'damage to the pacemaker system still may result from defibrillation. Manifestations of pacemaker system alteration due to defibrillation may include but are not limited to a lack of output, a loss of sensing, or a change in pacing parameters'.